Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a follow-up report will be provided when our investigation is completed.